Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed two motor start events with parameters outside of the typical range and one failed motor start event. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: expiration date: 30-sep-2021 / serial or lot#: (B)(6) h4: mfg date: 15-sep-2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4). Log file analysis: a supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and two (2) controllers ((B)(6), unknown serial number) were not returned for evaluation. Review of the manufacturing documentation confirmed that the (B)(6) and (B)(6) met all requirements for release. A review of the controller with unknown serial number device history record was not performed since the serial number is unknown. Log file analysis revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 00:55:48, indicating that the controller was powered up without the driveline connected. Log file analysis revealed one (1) controller power-up event logged on (B)(6) 2024 at 00:55:44. Review of the event log file revealed that the controller last had power on (B)(6) 2023, indicating that the controller power-up event occurred during a controller exchange. Furthermore, one (1) vad disconnect alarm was then logged on (B)(6) 2024 at 00:57:15. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will dec rease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Furthermore, a power disconnect alarm involving (B)(6) was logged on (B)(6) 2024 at 00:57:29. During the power disconnect alarm, review of the controller's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. The event logs recorded a high-power consumption during attempted pump starts, which required more current from the batteries. It is likely that the overcurrent condition prevented the (B)(6) from providing power, resulting in the power disconnect alarm. Following the initial controller power-up, one (1) vad stopped alarm was logged at 00:57:34, indicating that the pump failed to restart after multiple attempts. Furthermore, two (2) vad disconnect alarms were logged at 00:59:05 and 01:08:22, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarm. Log file analysis then revealed one (1) controller power-up event with a successful pump start event was logged at 01:08:17. Review of the event log file revealed a motor start event recorded on (B)(6) 2024 at 00:57:34 and 01:08:53, in which the motor start parameters were atypical. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the controller log files associated with the controller with unknown serial number could not be performed since log files were not available for analysis. As a result, the reported failure to restart event, atypical motor start parameters, and vad stopped alarms associated with (B)(6) were confirmed. The reported controller fault alarm event could not be confirmed due to insufficient evidence. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Possible root causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad disconnect alarm and controller power-up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of (B)(4) (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on the available information, the most likely root cause of the reported power disconnect alarms and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Additional products: product ID 1420-controller lot# serial# (B)(6) d9: no h3: yes, product ID 1420-controller lot# serial# unknown d9: no h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420. D9: no h3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient went to the hospital the night of the failed motor start due to a controller fault alarm attributed to a depleted internal battery. The controller was changed to the backup controller, and it was reported that there were difficulties with the exchange. The controller was changed back to the primary controller and was correctly reconnected, and the ventricular assist device (vad) restarted and was reported to be working normally. It was also reported that the patient did not experience any symptoms before or after the failed motor start. The controllers remain in use.